Event description:
The customer reported that he gets lumps and his blood sugar levels are often low. The patient stated that his physiological build is thin and that this may be the cause. He stated that his physician advised he go off insulin pump therapy every now and then. The blood glucose level was not given. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.